Manufacturer narrative:
The reported events of noise, low pacing lead impedance and lead damage were confirmed. A partial lead was returned in two pieces. Multiple insulation abrasions were noted at 20.4 cm to 20.5 cm, 20.6 cm to 20.7 cm and 20.8 cm to 20.9 cm from the connector pin breaching the inner insulation. The cause of the reported events of noise and low pacing lead impedance is isolated to the inner insulation abrasion. Other damages found are consistent with procedural damage.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient received a notifier and presented in clinic, multiple episodes of noise and low lead impedance measurements were noted. The patient is pacemaker dependent. Lead noise was confirmed before the procedure. The lead was explanted and replaced without any complications to the patient. The tip of the lead broke off during lead extraction and was left near the access point for the new lead placement. The patient was discharged.